Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an arthrectomy and percutaneous transluminal angioplasty (pta) with a drug coated balloon (unspecified manufacturer), the flexor ansel guiding sheath was accessed through the femoral popliteal bypass graft. Another manufacturer's atherectomy device was used through the sheath, and upon removal of the atherectomy device resistance was felt. The atherectomy device was turned on and reversed in order to successfully remove it from the sheath. Upon removal of the sheath, resistance was felt and the sheath unraveled without separating. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient returned to the physician due to a cold leg; however it is unknown if it was disease related or procedure/device related.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of several kinks, wrinkles, and stretch marks (necking with discoloration in the nylon) along the distal length of the product. Two main fractures in the device were noted. The surface of the sheath proximal to the separations showed no signs of dents, scratches, or other defects. It appeared as though the inner liner was forced out of the distal tip of the device. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be user error. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.